Event description:
Covidien received information that an 840 ventilator had a lower display that turned white and became unreadable. The event occurred during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the liquid crystal display panel, which resolved the reported issue. The ventilator passed self-testing. (B)(4).